Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6 (added medical device problem code 2978) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer reported that the bottom of the reservoir fell out and all the insulin leaked and damage in the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the bottom of the reservoir fell out and all the insulin leaked. The customer reported no adverse event. The event involved product(s) mmt-342g. Troubleshooting was performed, and the customer reported leak was at o-rings. No harm requiring medical intervention was reported. The customer will discontinue using the reservoir. Mmt-342g was requested and customer response was the device will be returned.

Manufacturer narrative:
Evaluated 1 open/used reservoir (empty barrel was received) and transfer guard not returned. Using a new lab transfer guard; performed pre-fill test appendix c; found no leakage during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found; per dop114-811doc. Conclusion: reservoir passed per pre-fill test; no leakage anomaly was found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.